Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "low glucose 21", a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucose intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "low glucose 21", a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucose intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "low glucose 21", a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucose intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) along with its applicator was returned for investigation. The applicator underwent visual inspection and function testing; no abnormalities were found, and it fired correctly. The sensor plug was fully seated with no visible issues, and no failure modes were observed during inspection. Data extracted from the sensor revealed it was in sensor state 6, indicating early termination, with event logs including brownout reset (event 21) and nmi reset (event 25). These events suggest critical hardware errors and potential data corruption, which may lead to system no longer being able to recover from the reset and self-terminating. Further investigation revealed corrosion on the pcba, attributed to battery leakage. The battery (seiko (B)(6)) showed signs of damage, including clouding on the negative contact and salt formation in the gasket, known failure modes for this model. Activation attempts using a known good battery failed due to continued brownout reset events. Based on the investigation, the root cause of failure was confirmed to be due to a faulty battery that caused material leakage oxidizing and corroding the components and an early termination. Therefore, the failure is confirmed to be due to battery leakage. All pertinent information available to abbott diabetes care has been submitted.